Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left hip arthroplasty on unknown date. Subsequently, the patient has been indicated for a revision procedure due to poor bone stock. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown femoral head p# unk l# unk; unknown femoral stem p# unk l# unk; unknown acetabular liner p# unk l# unk. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.